Event description:
It was reported that the ptd tip separated during a procedure in a brachial artery to brachial vein gortex graft. The graft had been clotted for a month prior to the procedure. Since the pt was to undergo a graft revision, there was no plan to immediately remove the tip. There were no associated pt complications.

Event description:
It was reported that the ptd tip separated during a procedure in a brachial artery to brachial vein gortex graft. The graft had been clotted for a month prior to the procedure. Since the patient was to undergo a graft revision, there was no plan to immediately remove the tip. There were no associated patient complications.